Event description:
It was reported the menu display is missing segments. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the liquid crystal display (lcd) being out of specification. Analysis also found that the upper and lower cases were broken, one knob and ring cover were broken, the side bail covers, side bails and three case screws were missing, the battery contacts were compressed, the keyboard was contaminated and the battery flex was corroded.